Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6), 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
A consumer implanted for spinal pain reported they lost some weight and the implantable neurostimulator (ins) was moving around and had been uncomfortable for a few months. It was further reported that one of the "leads" wasn't "stimming" since (B)(6) 2016. The consumer saw a physician who recommended they meet with a manufacturer's representative (rep).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported in (B)(6) of 2015 the consumer had a fall due to a seizure, which was a pre-existing condition, and they felt the fall may have led to lead damage. Following this there was no stimulation coverage on the left side using the 8-15 lead. An x-ray was performed which confirmed the 8-15 lead migrated. As a result the lead was replaced in (B)(6). Following the revision the consumer recovered completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.